Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that during a refill on (B)(6) 2014 the healthcare provider (hcp) was unable to access the pump reservoir. Due to this, the pump was programmed to minimum rate. On (B)(6) 2014, a bridge bolus was programmed but the pump had to first be updated from minimum rate to another mode in order to program the bolus. The patient had previously received morphine 5mg/ml at a rate of 2.2mg/day and the plan was to change the concentration of morphine to 10mg/ml and change the rate to 2.5mg/day; however, it was decided to change the rate to 1mg/day instead to be more conservative. The reporter agreed that ¿what probably occurred¿ was when the pump was updated they also programmed in the new concentration, so the total bridge volume was at 0.54ml instead of 0.45ml which was what it should have been. It was calculated that the bridge bolus was to last 11 hours longer than intended and that the patient would receive double the programmed daily dose. The patient had already been sent home so the bridge bolus could not be corrected. Howe ver, the reporter was to confer with the doctor but did not think that it was an issue to leave the bridge bolus programmed as it was because prior to programming the patient had received 2.2mg/day and was doing fine. It was later reported that the pump was unable to be accessed on (B)(6) 2014 due to the pump being mobile in the patient¿s adipose tissue. The pump was successfully able to be accessed under fluoro on (B)(6) 2014. It was confirmed that the bridge bolus was programmed by default settings on the pump and the patient was placed at 1mg/day on old concentration and new. The pump defaulted to maximum variability of internal pump tubing, not minimum variability. The reporter discussed the issue with the clinician at that time and it was not felt to be clinically significant. There were no adverse events or problems related to the event. The plan was to titrate the patient¿s dose up on a weekly basis over the next several weeks. It was further reported that the cause of the refill difficulty was the septum could not be located because the pump was moving in the patient¿s adipose tissue. The reporter stated that this was not unusual and ¿this happens.¿ x-ray confirmed that there was no flipping of the pump. The patient was fine and receiving effective therapy.